Event description:
Customer reported that the device got overheated. Repair has been performed through anspach. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned, the reported condition was not duplicated or confirmed. An assignable root cause is undetermined. The device was repaired by anspach and returned to the patient on (B)(4) 2012.